Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd angiocath¿ IV catheter was found before use with foreign matter in surface of the catheter. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Confirmed: bd was able to confirm/ reproduce the incident in question. Investigation comments: after analyzing the photo returned from the client, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. Samples/photos: according to visual analysis of photo hk-18017 it was possible to verify the presence of droplets of silicone on the catheter DHR/qn/ncmr review: final assembly lots: 6152234sh, 6179393 respectively used in the claimed final product batch: 6180339 of angiocath yel 24ga x 0.75in was tested for presence of "foreign/no foreign matter" and no records of this defect were found.qn/ ncmr review: there are no records of quality notification (qn) or non-conformance report (rnc) of foreign matter, for the lot involved in this claim, according to the history of the lot above. Based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. For more details on root cause check CAPA # (B)(4).

Manufacturer narrative:
A sample was received from the customer facility for investigation. Bd received one open and unused sample of angiocath 24gx0.75; catalog: 381112; batch: 6180339. A visual analysis was performed on the sample, which confirmed the presence of silicone drops on the catheter. Thus, the complaint previously performed based on the photos will remain unchanged.